Event description:
It was reported that a varying threshold and increased lead impedance were observed. The lead was capped and replaced. The patient was fine post-procedure.

Manufacturer narrative:
.